Event description:
It was reported that the catheter was used off-label to ablate the cavotricuspid isthmus (cti) and the patient experienced hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The faradrive sheath and the catheter were inserted into the right atrium (ra) where a cti line ablation was made with the catheter, which constituted off-label use of the farawave catheter. The transseptal puncture was performed and the catheter was advanced into the left atrium (la). The patient had a low blood pressure at baseline, but the anesthesia team grew worried when the patient's blood pressure did not come up with medication, recommending the procedure be stopped and the patient monitored. Ablation had taken place for about 10 minutes. The procedure was cancelled and the patient was admitted to the hospital for monitoring. No medical intervention was needed. The patient is expected to fully recover. The hypotension was believed to be anesthesia related.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the hypotension is a known inherent risk with use of this product. The off-label use of the device to perform a cavotricuspid isthmus (cti) ablation was also confirmed by the labeling review. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that hypotension is addressed as a potential procedural complication when using the farawave catheter. The device was used for cavotricuspid isthmus (cti) ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of hypotension is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of hypotension is a known inherent risk of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: hypotension." The device was used for cavotricuspid isthmus (cti) ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h11 additional MFR narrative to note block d2a information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to ablate the cavotricuspid isthmus (cti) and the patient experienced hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The faradrive sheath and the catheter were inserted into the right atrium (ra) where a cti line ablation was made with the catheter, which constituted off-label use of the farawave catheter. The transseptal puncture was performed and the catheter was advanced into the left atrium (la). The patient had a low blood pressure at baseline, but the anesthesia team grew worried when the patient's blood pressure did not come up with medication, recommending the procedure be stopped and the patient monitored. Ablation had taken place for about 10 minutes. The procedure was cancelled and the patient was admitted to the hospital for monitoring. No medical intervention was needed. The patient is expected to fully recover. The hypotension was believed to be anesthesia related.